Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: changed logic and keypad yet switches don't all respond. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: explained the unit is eol and parts are not available. If he changed logic board and keypads as he said those are the only things associated with key response. Suggested swap from a good unit but we have no new parts. It should be scrapped. (B)(4).